Event description:
Patient was revised to address tibial loosening at the cement/bone interface. Poly wear and osteolysis was discovered intraoperatively.

Manufacturer narrative:
The product associated with this reported event was not returned for examination. The reported cement product lot code required in retrieving the device history records for reviewing and searching the complaint database by lot code were not provided. The investigation could not draw any conclusions about the reported event without the product to examine and insufficient product information. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.